Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
Lilly case ID: (B)(4). This report is associated with product (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a female patient of unknown age and ethnicity. Medical history included dizziness. Concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin 100u/ml) from cartridge via humapen ergo ii, subcutaneous, for the treatment of diabetes mellitus, beginning on unknown date before (B)(6) 2007. Dosing regimen was not reported. She started using humapen ergo ii from (B)(6) 2014 or (B)(6) 2015 (conflicting information). On unknown date in (B)(6) 2017, while on human insulin treatment, she had high blood glucose and she was hospitalized ((B)(4) / lot 1409d01) and then human insulin was stopped in (B)(6) 2017 and she started receiving insulin lispro protamine suspension 50%/insulin lispro 50% (humalog 50). Information regarding corrective treatment was not provided. Outcome of the event was unknown. The operator of the humapen ergo 2 and training status was not provided. The general device model duration of use was over 10 years prior to (B)(6) 2017 and the suspect device duration of use was of two or three years. The suspect humapen ergo 2 use continued. The reporting consumer did not know if the event was related to the human insulin treatment or device. Edit 22-aug-2017: upon review, amended as determined causality from unknown to no for blood glucose increased. Edit 30-aug-2017: product complaint number (B)(4) was received on 30-aug-2017 via reconciliation and was processed accordingly. Update 08sep2017: updated medwatch fields for expedited device reporting. No new information added.

Manufacturer narrative:
New updated and corrected information is referenced within the update statements. Please refer to statement dated 18sep2017.   No further follow up is planned. Evaluation summary: a female patient reported insulin leaked from her humapen ergo ii device from the part of the cartridge that connected with the needle. She reported no insulin leaked from the cartridge. The patient experienced increased blood glucose. The investigation of the returned device (batch number 1409d01, manufactured september 2014) found that the device met functional requirements and met dose accuracy and glide (injection) force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerned a female patient of unknown age and ethnicity. Medical history included dizziness. Concomitant medications were not provided. The patient received human insulin (rdna) injections (humulin 100u/ml) from cartridge via humapen ergo ii (two-tone blue), subcutaneous, for the treatment of diabetes mellitus, beginning on unknown date before (B)(6) 2007. Dosing regimen was not reported. She started using humapen ergo ii from (B)(6) 2014 or (B)(6) 2015 (conflicting information). On unknown date in (B)(6) 2017, while on human insulin treatment, it was noted that insulin leaked from the part of the cartridge which connected with the needle before the injection (no insulin leaked from the cartridge) and she had high blood glucose and was hospitalized (product complaint (B)(4), lot number 1409d01). The human insulin was stopped in (B)(6) 2017 and she started receiving insulin lispro protamine suspension 50%/insulin lispro 50% (humalog 50). Information regarding corrective treatment was not provided. Outcome of the event was unknown. The operator of the humapen ergo ii and training status was not provided. The general device model duration of use was over 10 years prior to 14-aug-2017 and the suspect device duration of use was of two or three years. The suspect device for product complaint (B)(4) was returned to manufacturer on 22aug2017. The reporting consumer did not know if the event was related to the human insulin treatment or device. Edit 22-aug-2017: upon review, amended as determined causality from unknown to no for blood glucose increased. Edit 30-aug-2017: product complaint number (pc:(B)(4) ) was received on 30-aug-2017 via reconciliation and was processed accordingly. Update 08sep2017: updated medwatch fields for expedited device reporting. No new information added. Update 18sep2017: additional information received on 14sep2017 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and (B)(6) (EU/(B)(6)) device information, malfunction from unknown to no, and device return status to returned to manufacturer. Added date of manufacturer and date returned to manufacturer for the device. Corresponding fields and narrative updated accordingly.